Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch basic enhanced meter was not prompting the message of apply sample. The medical affairs specialist (mas) called and spoke with the pt on twelve days later and obtained additional info. The pt informed the mas that the meter would only display "wait" and then turn off after a while. It would not prompt her to apply the sample. The pt stated that the issue started a week prior to her going to the emergency room on three days prior to original date. She was not able to test her blood glucose for that week, but had continued to take her set amount of "30/70" insulin (30 units in am and 20 units in pm). On the same day, in the afternoon, the pt had developed symptoms of dizziness, weak, and frequent urination. She mentioned that she also had a sinus infection, and since she had not tested her blood glucose for the past week, she went to the emergency room. Her blood glucose on the ER meter was 350 mg/dl (not 250 mg/dl as originally documented). She was given oxygen and insulin. At the time of troubleshooting, it was verified that this was not a new meter and that there was no meter trauma. The pt was walked through resolving the issue, however, the issue persisted and was not resolved. This complaint is reported, because the pt alleged she was not able to test on the reported meter, and later received insulin treatment in the emergency room. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.